Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited signal artifact monitor (sam) event and minute ventilation (mv) sensor was disabled. Upon review the shock impedance measurements were less than 20 ohms. Technical services (ts) suggested to turn back on the respiratory rate trend (rrt). This rv lead remains in service. No adverse patient effects were reported.